Event description:
It was reported that the patient experienced continued worsening dyskinesia since (B)(6) 2012 attributed to end of battery longevity. The patient had an appointment on (B)(6)-2012 for a "fast track evaluation for possible recuse leads in the gpi target". Impedance measurements for the left stn taken on (B)(6)-2012 showed 0/c to be 4000 ohms. Impedance measurements for the left stn taken on (B)(6)-2013 showed 0/2 to be 59 ohms; it was unclear if there was a short circuit involving 0/2. The ins was programmed to settings that did not involve this electrode. Impedance measurements for the right stn lead were within normal limits. An MRI was going to be ordered under sedation to evaluate placement of the leads; a previous MRI had poor imaging due to movement and a CT scan did not have high enough quality to evaluate the leads. Following battery replacement, dyskinesia decreased. The patient did not require hospitalization and there was no injury.

Event description:
Additional information received reported that the cause of event was normal battery depletion.

Manufacturer narrative:
Product ID 7436, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# v291949, implanted: 2009-(B)(6), product type lead product ID 3387s-40, lot# v291949, implanted: 2009-(B)(6), product type lead product ID 7482a40, serial# (B)(4), implanted: 2009-(B)(6) product type extension product ID 7482a40, serial# (B)(4), implanted: 2009-(B)(6), product type extension product ID 3387s-40, lot# v291949, implanted: 2009-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).